Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses could not use the global find to see the meds that were loaded on the floor 4a or 4b. Customer mentioned that it was for all nurses for one station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.a review of the complaint history for sn 14579510 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) performed good faith attempts to get the additional information, but no response was received from the customer. Additional information will be added to the record if and when the information is received.